Manufacturer narrative:
The device analysis process is still ongoing. Method: device history record review. Results: device history records review confirmed that the device met all the specifications at the time of the mfg and release. Conclusions: no final conclusion can be drawn at this time, because the pathology analysis on the explanted valve is still ongoing.

Event description:
The MFR was notified on (B)(6) 2014 that mitroflow valve (lxa size21) was explanted after 6.5 years due to calcification.

Manufacturer narrative:
This mitroflow valve was explanted after 6 years and 5 months due to a reported prosthesis calcification. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus overgrowth observed in this valve affect leaflets movement and also contributed to stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. It is possible that the patient's clinical conditions and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve, but no clinical history was available.

Event description:
The manufacturer was notified on 23 may 2014 that mitroflow valve (lxa, size21) was explanted after 6.4 years due to calcification.